Manufacturer narrative:
Product ID 3889-28, lot# v796134, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that "two days ago", the patient had a fall and lifted something heavy. It was reported that since the fall, the patient was going to the bathroom more frequently and had a "weird" sensation in her pubic area. The patient did not have her programmer to see if the device was on or if changing the settings would help. Additional information received reported that the patient changed the batteries in her programmer and it worked "fine". The patient was on program 3 at 4.40v and was feeling stimulation comfortably. It was stated that the patient was going to track her symptoms and follow up with her health care provider (hcp). It was noted that the patient had a return of symptoms since her fall. It was reported that the patient fell and has had "symptoms issues" since (B)(6) 2013. It was stated that the patient informed her hcp of the fall.